Event description:
We had a dexcom g6 cgms sensor failure, called dexcom for replacement as this was last sensor we had and refill was not due for 11 days. Dexcom representative indicated they had no replacement in the stock and could not provide an estimated time before we could get a replacement. Indicated severe production problems and there refills may be in jealousy. Furthermore they refused to provide any equivalent replacement, ie the g5 as a temporary replacement. It seems to me this places many type 1 diabetic at imminent.